Event description:
It was initially reported an over infusion event. There was patient involvement but no harm. Bd has learned additional information. It was reported that the event occurred on 17 june 2024 and the heparin drip was started at 1432 at a rate of 19.44 ml/hr. And volume to be infused 240ml. However, the user noticed the entire 250ml bag was empty in 1 hour and 30 minutes.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Note that this report lists imdrf annex a0404, g0301201, c070606, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported an over infusion event. There was patient involvement but no harm. Bd has learned additional information. It was reported that the event occurred on (B)(6) 2024 and the heparin drip was started at 1432 at a rate of 19.44 ml/hr. And volume to be infused 240ml. However, the user noticed the entire 250ml bag was empty in 1 hour and 30 minutes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of heparin was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. ¿ the event was reported to have occurred on 17 june 2024. The event time was reported to be at 2:32 pm ¿ on 13 june 2024, at 2:39 pm, the user selected guardrails drugs and programmed a primary infusion of ¿heparin¿ for a drugid=215 with a rate of 19.44ml/h and a volume to be infused (vtbi) of 240ml. The primary volume infused (pvi) at the start of the infusion was recorded as 283.695ml which was an accumulated total from prior performed infusions. The infusion was started. ¿ at 3:48:11 pm, the pump module was channeled off. The total volume infused was recorded at 305.401ml. ¿ at 4:00:14 pm, pcu was powered on, suspect pump module was restored to previous programming parameters and started the infusion. ¿ at 4:00:58 pm, the suspect pump module was paused and powered off. The total volume infused was recorded at 305.449ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ review of the pcu event log could not determine why the initial programmed primary infusion, scheduled to infuse for 12 hours and 21 minutes, was instead terminated early after infusion for 1 hour and 20 minutes. ¿ the inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module and administration set were found to be infusing within specification, with no signs of unregulated flow observed. ¿ per product labeling, the alaris system user manual (v9.33) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an over infusion of heparin was not able to be identified during the investigation. The suspect pump module and administration set were found to be infusing within specification with no observances of unregulated flow occurring during the testing. Note that this report lists imdrf annex a1801, g02017, g04037, g04088, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was initially reported an over infusion event. There was patient involvement but no harm. Bd has learned additional information. It was reported that the event occurred on 17 june 2024 and the heparin drip was started at 1432 at a rate of 19.44 ml/hr. And volume to be infused 240ml. However, the user noticed the entire 250ml bag was empty in 1 hour and 30 minutes.